Event description:
It was reported that the flush port on the catheter handle broke. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use, and the flush port broke. The catheter was replaced with another farawave catheter, but the flush port broke on this catheter as well. A third catheter was selected and used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the flush port on the catheter handle broke. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use, and the flush port broke. The catheter was replaced with another farawave catheter, but the flush port broke on this catheter as well. A third catheter was selected and used to complete the procedure. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was detached from the catheter. The reported flush port detachment was confirmed.